Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2016-07732 and 2134265-2016-07700. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled to perform automatic pullback. However, it was noted that automatic pullback failed. No patient complications were reported.

Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the acquisition pc was able to automatically start-up, connect with the ilab system, and boot to ilab application. No malware was detected on this product. Run sample files and burn-in overnight and no problem was observed during and post burn-in. The acquisition pc passed the ilab system functional feature test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled to perform automatic pullback. However, it was noted that automatic pullback failed. No patient complications were reported